Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "immediately after venipuncture, blood started to leak from around the button, resulting in failure of blood collection. This required resampling but there was no other major problem."